Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. A fragment was returned with the device which does not belong to the catheter. Microscopic analysis confirmed that distal tip was not attached to the catheter. The catheter was noted to be kinked. A mandrel was advanced through the microcatheter without resistance. From the information provided and the investigation it was determined that procedural factors was the most likely cause of the reported event. Therefore a probable root cause of operational context was assigned.

Event description:
During final angiography, after a procedure in the distal internal carotid artery, it was noted that the distal tip marker of the catheter remained inside the distal middle cerebral artery. There was no attempt made to remove the marker. The patient is reported to be in stable condition.

Event description:
During final angiography, after a procedure in the distal internal carotid artery it was noted that the distal tip marker of the catheter remained inside the distal middle cerebral artery. There was no attempt made to remove the marker. The patient is reported to be in stable condition.